Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair the distill tip of the probe on the customers vapr tripolar 90 degree suction electrode broke in half and fell into the patient. The sales rep stated that the piece of the device was retrieved from the patient. There were no patient consequences but a 5 minute delay was reported. The case was completed with another electrode. The sales rep was not present during the case but stated that the device will be returned.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for investigation. Visual observation of the electrode revealed that the active tip of the device showed signs of activation. The active tip is broken at the midpoint of the tip face. The device passed all electrical and functional tests. However, activation tests were not performed due to the condition of the active tip. A root cause could not be definitively determined but it may have been due to an excessive force being applied to the distal section of the tip, or could be attributed to the device being dropped. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no complaints from this lot of devices that were released to distribution. At this time, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair the distal tip of the probe on the customers vapr tripolar 90 degree suction electrode broke in half and fell into the patient. The sales rep stated that the piece of the device was retrieved from the patient. There were no patient consequences but a 5 minute delay was reported. The case was completed with another electrode. The sales rep was not present during the case but stated that the device will be returned.